Event description:
It was reported that the patient developed an infection in the blood. The implantable cardioverter defibrillator (ICD) and leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk ICD 2011-(B)(6). (B)(4).